Event description:
During an arthrogram procedure, needle broke off in patient's right shoulder. Physician unable to retrieve needle. Patient sent to outside surgeon to retrieve the needle - outcome unknown.

Manufacturer narrative:
Pre-amen. Actual sample not returned for evaluation. The sample would normally be sent to our microscopy lab for sem analysis to determine the cause of the breakage. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when re-straightening. A review of our complaint database did not reveal any other incidents of this nature with this lot of product. Regulatory compliance will continue to identify any changes in trending.